Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, the pulse generator was unable to be interrogated. The device also exhibited intermittent output. The patient was asymptomatic and no intervention was performed due to the patient's unrelated health issues.